Event description:
During shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to defective component(s), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2013 and is almost 12 years old. Reviewing the archive data showed a system error - 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Investigation revealed that the cause of the system error was the defective processor board, which was replaced to remedy the fault. After replacing the processor board, the autopulse platform was tested with the lrtf (large resuscitation test fixture) for 15 minutes without any issues. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).